Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 device of lot number unknown involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot number of the device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zebd-7-10 devices. It should be noted that the instructions for use (ifu0045-7) states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. Select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The pig tail of the stent kinked and didn't let a 0.025 wire guide (olympus / visiglide2) pass through the lumen. Another zebd-7-10 was placed using a 0.025 wire guide (olympus / visiglide2) instead to complete the procedure. (This report) the patient did not experience any adverse effects due to this occurrence.